Event description:
It was reported that the customer was hospitalized due to hyperglycemia and vomiting. Troubleshooting was performed, and it was found that the insulin pump was skipping screens and the act button was unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.